Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that auto pyxis restock. A technical support specialist created a backup of the database and deleted the medication to resolve this issue. Customer confirmed no longer shows up in the auto-restock suggestions. The system functioned as intended technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis ciisafe system medication not coming up on auto-restock report. The customer reported that when attempting to check out for morphine 2mg/ml not correctly syncing the inventory levels on the station and there was delay in patient's care. There were no adverse events or injuries reported based on this event.